Event description:
Device implanted in 2002 and was revised approximately 1.5 years post-op in 2003 due to loosening & pitting.

Event description:
Device implanted 2002 and was revised approx 1.5 years post-op in 2003 due to loosening and pitting.